Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete weight information but was unsuccessful.

Event description:
Related manufacturer reference number 1627487-2021-01578, 1627487-2021-01579. It was reported that during a system implant the patient experienced breathing issues had to be defibrillated. System's impedance were all in normal range.

Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.